Manufacturer narrative:
MFR received date: 20sep2019. The manufacturer's field service engineer (fse) performed troubleshooting and was unable to confirm the reported issue as a primary alarm failure. The fse replaced the speaker and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20sep2019.

Event description:
It was reported that the unit had an alarm failure. There was no patient involvement.